Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported an alarm message indicating low leak co2 rebreathing risk. During investigation, a loose hose was found, and air flow measurement failed. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported alarm message low leak co2 rebreathing risk issue. The fse confirmed the lose hose and replaced the flow sensor.